Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a pca8120 failed keypad test during pm testing. Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: (B)(6) had a pcu8015 software 9.33 and asm 10.33 but the pca software was 8.5.4 I told (B)(6) to switch his pcu8015 to software 9.19.1.2 he used another pcu8015 with software 9.19.1.2 to test the pca. It passed keypad test. John will complete all the testing on his pca. If he has any issue, he will call back and refer to this case number.